Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 408 mg/dl. Customer¿s current blood level was 460 mg/dl. Recent high blood glucose event was last (B)(6) 2018. Customer treated high blood glucose with insulin pump. Troubleshooting was performed. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.